Manufacturer narrative:
The insulin pump passed self test and displacement test. Pump error alarm and software error alarm found in the pump history due to software error. Another pump error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was 7.9 mmol/l at the time of incident. Troubleshooting was performed and alarms were cleared and insulin pump was able to rewind. It was also reported that the fill cannula amount was recorded in the daily history. The insulin pump was returned for analysis.